Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The device was not evaluated in the field as the customer canceled their scheduled service request for evaluation and repair. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event, where it was reported the brakes would not hold. There was no patient involvement.